Event description:
It was reported the lead was explanted and replaced due to an insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.5-12.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 7.5-8.5cm. The etfe coating as abraded at this location. Insulation and conductor damage was noted at 39.4-40.5cm from the distal tip consistent with clavicle crush damage. The etfe coating was abraded at this location.